Event description:
It was reported that the plastic nose cone of the handpiece melted during a procedure. Absence of irrigation through the device was also observed during a procedure. There were no adverse consequences alleged with this event. There was a delay of 10 mins with this event.

Manufacturer narrative:
The plastic irrigation sleeve was received at the MFR for investigation. Upon visual inspection, it was confirmed that the irrigation sleeve had melted near the tip.